Event description:
The patient reportedly experienced a skin flap breakdown and infection at the implant site. The patient was treated with antibiotics (type unknown); however the treatment was not successful. The patient's device was explanted. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is obtained.